Event description:
A report was received 9/2002 that a doctor had implanted a memorylens in a pt's left eye in 1999, which lens has opacified. The lens was explanted and replaced in 2002. The pt's visual acuity at exam in 2002 was 20/40 os. The doctor reported the prognosis for the pt as "good".